Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer alleged not receiving enough insulin when a bolus was requested. To address the bg level, the customer administered a manual injection. Reportedly, the customer had changed the supplies on the pump, and declined to perform troubleshooting with tandem technical support. Reportedly, the customer thought a 3 unit bolus request had been delivered. However, review of the pump bolus history by tandem technical support showed that the customer had instead programmed a bolus for 3 grams of carbohydrates which calculated a bolus request of 0.12 units. The customer understood the information provided by tandem technical support.